Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed for failed battery test. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they tried (B)(6) aaa battery bought from different places and insulin pump occurs failed battery test . The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to the battery tube connector not plugged in properly to a component on the interface board. Unable to verify the failed battery alarm, unexpected battery power loss, low battery alarm or perform the displacement test, idle current test, run current test, self test or off no power tests due to the blank display.